Event description:
It was reported to resmed that an astral device had a positive end expiratory pressure (peep) blower abnormality. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. The reported complaint was not reproducible, however, review of the device error logs confirmed the reported complaint. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).